Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to any of the olympus locations. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the the information reported by the customer, olympus medical systems corp. (Omsc) assumed that the reported event that the error b30 occurred was caused by followings due to aged deterioration; -connector socket failure -print circuit board failure if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that errors b30 and e300 occurred with different endoscopes. The customer has cleaned the scope connector socket of the device. The customer then checked the cable on the back, but there was no problem. There was no report of patient injury associated with this event.